Event description:
It was reported that the patient's neurostimulator did not work after implant, and was moved in april. The patient stated her neurostimulator was not working and needed to be reprogrammed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).